Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The blood glucose level was 256 mg/dl and the patient was treated with correction injection via multiple daily injection (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6007200 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 2 and wi guidance for functional testing for complaints area version 1 for the code tubing is damaged (e.g. Kinked, deformed, twisted, collapsed or pinched). Complaint investigation. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10/10 samples passed the test. Functional test: air flow according to wi version 2 on reference samples, 5/5 samples passed the test. 5 of the 10 reference samples were not able to be test for flow due to the samples were used in a special investigation under CAPA 1999254. A batch record review was conducted resulting in the following: packaging: the lot 6007200 was packaging according to the wi version 97, in the machine multivac 14, on 25/may/2024, with a total of (B)(4) units. Gluing tubing: the lot 4e02364 was assembled according to wi version 64 manufactured in the machine sc08, on 16-may-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 21-may-2025 against malfunction code tubing is damaged (e.g. Kinked, deformed, twisted, collapsed or pinched). Tubing is damaged and lot 6007200 and one other complaint has been registered in database for the same lot 6007049 and malfunction code. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests for retention samples, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code, no further actions required. Therefore, this issue will be monitored through the post market vigilance activities.

Event description:
To date no additional patient or event details have been received.